Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 50% to 5% suddenly today. The customer's blood glucose level was 152 (mg/dl). Review of the pump data logs by tandem technical support showed the battery depleted 50% within approximately 15 minutes. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.